Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred after the cartridge was filled with insulin. Reportedly, the customer loaded a new cartridge to address the event. There was no reported impact to the customer's blood glucose level.